Event description:
Reporter indicated a patient had high lead impedance and that reporter review of the x-rays showed "thinning of the lead". The vns has been disabled. The patient had no known trauma. The reporter did not respond to requests to explain "thinning of the lead". The patient has been referred to a surgeon. The x-rays have been requested.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.